Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok keypad buttons became unresponsive that day. The reporter denied any damage to the rubber keypad. It was indicated that the pump was exposed to moisture and moisture was noted behind the screen. The patient reportedly wore the pump in a pocket and did not clean the pump. The patient indicated having a blood glucose (bg) value of 300mg/dl with no symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to an alleged keypad issue. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow button was unresponsive. The remaining keypad buttons responded appropriately. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. A leak test was performed and confirmed a leak in the case seal due to damage to the pump case. The case was removed from the pump for investigation and moisture was noted on the keypad flex connector. Testing of the display and audible alarm could not be performed due to moisture in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.